Manufacturer narrative:
G4:30dec2020. B4:30dec2020. H11: b5: it was reported to philips that the device's display was flickering on/off and some of the buttons were not functioning. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The fse replaced the user interface assembly to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device's display was flickering on/off. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.